Event description:
The patient called to report that after their third lead was programmed on, they have been feeling "punches in the side like hiccups that take [their] breath away." The lead remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.